Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 30 mmol/l. It was stated that the customer woke up with high blood glucose levels, and was very disoriented. The customer dropped the insulin pump on the floor, causing severe damage to the case as well as a blank screen. It was also stated that the customer had received a no delivery alarm in the middle of the night. It was stated that the customer was not able to use the insulin pump treat due to the blank screen. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.